Manufacturer narrative:
Investigation: smith medical international's investigation stated that examination of the returned components confirms that the wrong end of the guidewire was inserted into the needle during the procedure. Below instructions for use states the guidewire is to be fed through the guidewire introducer, however, it would appear from the returned sample this was not carried out. This would have resulted in the guidewire depth markings being unusable. The instructions for use (IFU) states: insert the 14g needle and cannula (with syringe attached) in the midline into the insertion site. Leaving the cannula in place, withdraw the needle and syringe. Ease the guidewire introducer out from its sheath and straighten the j-tip...insert the introducer into the cannula and feed the guidewire out of its sheath until the first mark of the guidewire is positioned at the skin. Examination of the returned components has failed to identify evidence of a mfg defect. Root cause: the root cause of this incident is clincial error. The guidewire has been passed into the introducer needle in error. The pt recovered from this event. As no product malfunction identified no corrective actions taken.